Event description:
Facility stated that resident allegedly fell out of bed, presumably when the mattress was alternating. Undetermined injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model cg9900, (B)(4) is approximately 10 months old. The owner's manual part number 1171739 rev a (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The user is a (B)(6) male whose age and height are unknown. The users medical condition, stability and medication regimen are unknown. The technique while using the device is unknown. The maintenance history of the device is unknown. This alternating pressure mattress was originally on the bed of another patient, an amputee, who allegedly fell out of bed by unknown circumstances. The mattress was not suspected at that time and it was placed on this patients bed. There was a nurse present when this patient allegedly went to fall out of the bed and the nurse was able to catch him on his way out of the bed. The alternating pressure mattress is allegedly sinking down too much where the resident can't move. It is unknown if the bed has siderails. The owners manual states on pg. 10, "the cg9900 system is recommended to be installed on medical bed frames with bed side or assist rails. It is preferred that the rails be in the raised position whenever a patient is on the bed".